Event description:
A (B)(6) male pt contacted zoll customer support to report constant check therapy pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been completed. The cause of the check therapy pad messages was a broken pulse wire inside of the distribution node (dn) to front te cable. The root cause for the broken pulse wire cannot be positively determined but is likely excessive force on the cable. No adverse event resulted from the broken pulse wire. The pt received a replacement electrode belt.